Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - part: 323.062-us, lot: 78p2690, manufacturing site: (B)(4), release to warehouse date: 27. November 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while the surgeon was drilling with a 2.0mm drill bit in preparation for a 2.7mm screw. The distal portion of the drill bit broke off into the patient¿s bone and fragment remained in the patient¿s tibia bone. This was a fresh drill bit and had not been used to drill any other holes. Surgeon had to place a screw in a different hole than he was planning. The procedure successfully completed with a minimal delay. Concomitant device reported: unk - drill (part# unknown; lot# unknown; quantity: unknown); unk - screw (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).